Manufacturer narrative:
Patient weight not available from the site. A site representative reported that they were unable to acquire a 2d image. They used the hand and foot-switch which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. The issue was intermediately present in that the 2d functionality was not present for approx 10 to 20 seconds. After that time, 2d function comes back. Four scheduled onsite investigations proceeded where the x-ray hand-switch was replaced, the mobile view station (mvs) was replaced, the relay board was replaced, the power switching board was replaced, the fluoro central processing unit (cpu) was replaced, and the imaging system computer was replaced. The parts that were replaced and the system logs were sent to the manufacturer for analysis. The issue was unable to be reproduced. A successful system checkout was performed which verified that the issue had been resolved. There was no fault found in the parts that had been sent back for analysis. The logs were analyzed and the manufacturer was unable to determine the root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs did not provide sufficient information to determine the root cause as no anomalous messages were reported between each of the subsequent 2d switch press and release events. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that they were unable to acquire a 2d image. They used the hand and foot-switch which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. The issue was intermediately present in that the 2d functionality was not present for approx 10 to 20 seconds. After that time 2d function comes back.